Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they were feeling stimulation in the wrong location. Caller reported that all of a sudden it started vibrating a lot. Caller reported the vibrating was strong and not uncomfortable. Caller reported the vibrating was more on the cheek, like where you would have a hernia. Caller was able to confirm stimulation was on program 3 with stimulation set to 2.1. Caller turned stimulation down on the call, but did not specify how much. Caller reported that there was an activity that may be related to this issue, they had started using a standing vibrator, called zaaz for 3 or 4 months. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.